Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a low fill estimate while caller expected a much higher amount. There was no reported impact to the customer¿s blood glucose level. Caller was educated to remove air from cartridge prior to filling, acknowledged instructions, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if needed.